Manufacturer narrative:
(B)(4) vessel damage is labeled in the IFU. Event eval: still under investigation.

Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the procedure - an angle of proximal neck was about 80 degrees relative to the long axis of the aneurysm, difficult access routes (right access vessel was completely occluded in one area, and minimum inner diameter of left access vessel was 3mm). Pta was performed with a diameter of 6mm balloon for the left external iliac artery (eia) stenosis before the delivery system insertion. The final confirmatory angiography showed a distal type I endoleak from the left iliac leg, so ballooning was performed to resolve it. The endoleak was reduced, but remained. The physician decided to take a wait-and-see approach. (1820334-2011-00175). After placing all the devices, fem-fem bypass operation was conducted and completed before precipitous fall in blood pressure was found. Since left eia damage from the incision part was confirmed, the damaged part was ligated, and aorta - left eia bypass operation was conducted to secure a blood flow to the left lower extremity. The bypass operation was successful. There has been no pt outcome provided after the operation.